Manufacturer narrative:
(B)(4). Date sent: 4/10/2024. B3: exact event date unk, entered 1/1/2011 as only the year was provided. D4: batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Who is the patient? What is your relationship to patient of the alleged event? Are you able to provide any records including pathology, radiology or other surgical records? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, in 2011 the reporters family had lung surgery with the stapler. The adhesions, started and reading and looking back at surgical records. Second surgery it required to remove. There were patient consequences were reported.

Manufacturer narrative:
(B)(4). Sent date: 6/4/2024.